Event description:
It was reported that this recently implanted pacemaker system exhibited a lack of atrial sensing on real-time tracing, however right atrial (ra) lead measurements were noted to be fine at a later device check. Upon further review, it was determined that atrial signals were falling into post-ventricular atrial refractory period (pvarp). Additionally, the real-time tracing at the top of the programmer screen had a limited set of markers, and the (as) marker was not included. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.